Event description:
Pt reports cadd ms 3 pump sn (B)(4) (10/13/2018) has been alarming with message battery depleted every time she puts a new battery in the pump. Pt has tried to change out the battery but pump continues to alarm. Pt uses same batteries in back up pump with no problems. Pharmacy will send replacement pump to pt. Dose or amount: 50 ng/kg/min, frequency: 0.03 ml/hr, route: sq continuous. Dates of use: from unk to ongoing. Diagnosis or reason for use: pah.